Manufacturer narrative:
D6a: the implant date was estimated as (B)(6) 2018 as it was reported to have been implanted on an unknown date 6 years prior to the event. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in approximately 2018, a 21mm trifecta valve was implanted during an aortic valve replacement. On an unknown date, it was reported that the valve deteriorated. The mean gradient was 50mmhg. On (B)(6) 2024, a 23mm navitor valve was successfully implanted during a transcatheter aortic valve implantation, or valve-in-valve procedure. There was no perivalvular leak. The patient status was stable.

Manufacturer narrative:
The implant date was estimated as (B)(6) 2018 as it was reported to have been implanted on an unknown date 6 years prior to the event. The interventional cardiologist dr. (B)(6) at (B)(6) hospital declined to provide any further information. The information collected is all the information the facility will report. It was reported that 21 mm trifecta valve was implanted in 2018 and was explanted on an unknown date due to valve deterioration. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined.